Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer).this is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Narrative for method/results/conclusion code directions for use indicate rubber dam use is required. The office used only cotton rolls for isolation, which is inadequate. H3 other text : device not returned.

Event description:
Call from patient who had gluma desensitizer placed by dds who used cotton roll but did not rinse. Patient said her tongue felt like it had glue on the side and her lip looked and felt shriveled.